Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine change out. It was noted that the right atrial exhibited high lead impedance, inadequate capture and an insulation anomaly was noted near connector. The lead was capped and replaced successfully, the patient was stable post procedure.